Event description:
It was reported that a malfunction alarm occurred with the customer¿s insulin pump, identified with malfunction code malf 0. The issue did not cause the customer¿s blood glucose level to exceed 500 mg/dl (27.7 mmol/l), indicating there was no adverse impact. In response, the customer was instructed to use multiple daily injections as a backup therapy, and tandem technical support arranged for a replacement pump to be sent.